Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonvideoscope light guide cover glass and charged coupled device cover glass glue was peeled and chipped. The insertion part of the bending section cover glue was also chipped. There were no reports of patient involvement.